Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the sudden return of symptoms as patient had been having a lot of accidents again. Patient was not feeling stimulation and therapy was on. Patient increased the amplitude and they felt the stimulation in correct area. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.